Event description:
Follow up information was received on 14-oct-2024: at the end of (B)(6) 2024, the physician was able to see the patient and reported that her face was more tonic in term of result. The patient had no treatment other than that provided by the emergency department. The physician performed 3 sessions of led light therapy (post act protocol). According to the physician, oedema completely resolved after 10 days, as reported. The outcome of the event delayed inflammatory reaction was reported as resolved, in 2024 (changed from not resolved). The outcome of the event respiratory distress/discomfort remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event mild granulomas (injection site granuloma) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of belotero balance lidocaine injectable implant, lot number b00019640, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a french physician via a sales representative and concerns a female patient. She was injected with a total of 0.5 ml of belotero balance lidocaine into the perioral area, on (B)(6) 2023. Batch number was reported as b00019640 (expiry date: 12/2024). A lot search in the global safety database was conducted. The patients medical history included hashimotos disease (autoimmune disease) (intentional device misuse). In 2023, after the treatment with belotero balance lidocaine, the patient experienced mild granulomas in the treated area. The outcome of the event was unknown. In the opinion of the reporter, the event was of mild intensity. Follow-up information was received on 11-mar-2024: this case was upgraded to serious. The event mild granulomas was recoded from injection site nodule to injection site granuloma. For the injection, the physician used a 30g needle and a blanching technique on the buccal fold and then proceeded to rehydrate the lips. The patient was previously treated with juvederm into the upper lip, 2 years prior to this report and did not like the result. The physician saw the patient for overcorrection and had possibly developed granulomas following this injection. The patient had also developed granulomas 2 months prior to belotero balance lidocaine injection following stylage xl injection into the cheekbone area. The patient did not mention this to the physician. The granulomas were exacerbated by the perioral injection. The patient was not taking any particular treatment and had no allergies. On (B)(6) 2023, 15 days after the treatment with belotero balance lidocaine, the patient experienced granulomas. They were histologically confirmed. The physician initiated the treatment with led lamp 2 times a week with maximum parameters. Almost complete regression was observed at 3 weeks. The physician was able to talk to the patient, who was doing well and whose reaction was almost completely regressed. Systemic antibiotic was not prescribed. The outcome of the event was reported as resolved (changed from unknown). Follow-up information was received on 14-mar-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00019640 (expiry date: 12/2024).